Event description:
It was reported that the target lesion was located in the mid circumflex artery with mild tortuosity, mild calcification and 90% stenosis. After pre-dilatation of the lesion with a non-abbott balloon, the 2.5 x 33 mm xience prime stent was advanced. However, it failed to cross the lesion and the proximal shaft became separated. It was exchanged for a 2.25 x 33 mm xience prime stent to complete the case successfully. The patient's final outcome is satisfactory. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.